Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup mcu faults and replace controller alarms were confirmed via log file review. The heartmate ii system controller was not returned for analysis; however, a log file was sent for review. The submitted log file spanned approximately 7 days (B)(6) 2020-(B)(6) 2020 per timestamp). From (B)(6) 2020 at 05:35:16 - (B)(6) 2020 at 11:24:03 there were multiple intermittent yellow wrench advisory alarms associated with backup mcu faults and replace controller alarms caused by backup processor faults. These alarms cleared on their own. Pump operation was not affected during these alarms. Multiple good faith efforts were sent asking for the serial number of the heartmate ii system controller and if would be returning; however, to date no response was received. The root cause of the reported event was not conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured controller fault events due to an intermittent issue with the backup processor. This began occurring on (B)(6) 2020 and reoccurred on (B)(6) 2020. Tech services suggested to replace the controller to see if the events resolved. The patient's controller was replaced. There was a fracture in the driveline where it inserts into the controller. The cause of the alarms was a short to shield and they resolved after the patient was given a power module and an ungrounded cable. After investigation of the heartmate ii lvas implant kit (vad-60504), it was decided that correlation of the controller fault with driveline damage could not be conclusively determined. Therefore, the controller fault will also be reported against the system controller, captured under this manufacturer's report. The event and investigation were originally captured under manufacturer¿s report # 2916596-2020-01545 against the pump.